Event description:
I had a hysterectomy and sacrocolpopexy with a mesh sling in est. 2010-2011. The repair held initially, but in 2015, I had to have a rectocele repair which resulted in a rectovaginal fistula that required 5 surgeries to repair, a vaginal cystocele repair in mid-2022, and still have persistent prolapse of my remaining cervix. In (B)(6) 2022, I had a small bowel obstruction that resulted in the loss of nearly two feet of small intestine in a resection. The prolapse had fallen dramatically in this same time period, leading my urogyn to determine it has likely detached completely. I then had three more small bowel obstructions, perforation and abscess/serious infection resulting in three more surgeries. Since (B)(6) 2023, I have had three partial obstructions. All of this over the course of less than two years. I am currently awaiting another major surgery including resection and exploratory to see if my surgeon can locate the detached or partially detached defective mesh. My current surgeon indicated that there have been reported issues with abdominal mesh when it makes contact with the bowel and that she is uncertain whether or not my surgeon who performed the sacrocolpopexy used the newer protocol or not. I am trying to obtain those records, but regardless, this should be put on record as a serious issue. The level of suffering and medical procedures I've experienced since having this mesh sling installed should be noted. Whether the mesh is making contact with my intestine is to be determined soon, but it's important to note that the procedure, installation, and failure if the mesh implant is most certainly the catalyst for the multiple abdominal surgeries I've had to have since.